Event description:
The MFR received info alleging an external pressure alarm was not working properly when connected to a ventilator. There was no report of pt harm or injury.

Manufacturer narrative:
The device was evaluated by the MFR. The MFR found the battery connector harness was damaged. The device would not work on battery power, but would operate as designed on ac power. A failure of the ventilator's pressure alarm would not affect the device's primary alarm or function. The ventilator would continue to provide therapy and audibly alarm for pt events.